Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement and rewind tests. The pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No bolus history anomaly was noted. The test mini link transmitter communicated properly to the pump. The test blood glucose meter communicated properly to the pump. The pump had a severely scratched display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the screen was scratched up. Customer had difficult reading the screen. Customer's blood glucose was 160 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.